Event description:
A nurse reported system messages were received and were unable to be cleared even after rebooting the system. The scheduled case was canceled. Additional information was received from the customer indicating the procedure had begun when the reported event occurred. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and adjusted the top laser sensor board to stop any binding. A software update was performed. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).